Manufacturer narrative:
Evaluation: no method, results or conclusions can be made at this time. A product correction letter was sent to customers notifying them with this issue and providing them with the new usb flash drive that contains the cell-dyn emerald software version 2.0.2 to install for correction requirement. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The cell-dyn (cd) emerald is an automated hematology analyzer intended for in vitro diagnostic use in the clinical laboratory. C2 diagnostics, the original equipment manufacturer (OEM) of the cd emerald confirmed (june 16, 2009) that the white blood cell (wbc) l1 flag is configured incorrectly so that the result flag will not be generated according to requirements. The wbc l1 flag is designed to alert the operator of a suspect wbc population in the lymphocytic area of the differential. The wbc l1 flag is factory-set and currently set to be exhibited if 5% of the cell population falls in the lymphocytic area of the differential. The operator's manual directs the customer on what to do when experiencing this flag. The OEM communicated to abbott that the wbc l1 flag configuration requirement is if 15% of the cell population falls in the lymphocyitic area of the differential. The OEM confirmed that this issue has existed in all versions of the cd emerald system software. The issue has not been confirmed to impact wbc results. There are no complaints identified for this issue. A product correction has been issued and reported under 21cfr806 for the cell-dyn emerald analyzer to the FDA on july 20, 2009.

Manufacturer narrative:
(B)(4). An expanded investigation has been conducted and completed in order to resolve this issue. C2 diagnostics ,the original equipment manufacturer (OEM) of the cell-dyn emerald confirmed that the l1 wbc parameter flag was programmed incorrectly in the cell-dyn emerald system software. The incorrectly programmed parameter prevented the l1 wbc flag from being generated because it was set at 5% / 9999. The correct parameter setting should have been 15% / 0500 to appropriately generate the l1 wbc flag. The root cause of this issue was verified to be human error related, where the OEM and abbott hematology did not implement the correct wbc parameter flag as suggested per the wbc flag clinical test report. A new software version was released to correct the issue. A product correction letter (B)(4) was issued along with a usb flash drive containing the new software version and distributed to all impacted customers with installation instructions. Technical service bulletin (tsb) was issued and completed to address all instruments within abbott control along with modification of the risk analysis on the cell-dyn emerald 18. C2 diagnostics will establish the list of the settings following the clinical tests. It will also check if the settings are aligned with the list of settings for each new test version. Display settings of the alarms will be added as a preventive action if the numbers indicated are equivalent to (and) or (or). Creation of a new procedure of test which will include the trigger level of the settings will also be implemented as a preventive action.